Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta test system ver. 2 on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample tube initially resulted in an hcg+beta value of 0.658 miu/ml. A quantitative hcg test was performed on the patient and it was positive. The patient sample tube was repeated again, resulting in an hcg+beta value of 0.418 miu/ml. The sample was then placed into a cup and repeated, resulting in an hcg+beta value of 1087 miu/ml. The hcg+beta reagent lot number was 61488800, with an expiration date of 31-jul-2023.

Manufacturer narrative:
The field service engineer determined that the sample aspiration was not correct as the probe was going down close to the tube wall and did not reach the bottom. The probe was adjusted and no further issues have occurred.

Manufacturer narrative:
The field service engineer found that the pipettor was going down very close to the sample tube and did not reach the bottom, so the sample aspiration was incorrect. The pipettor was adjusted. After this action, the issue did not occur again. The investigation determined that the issue is consistent with the findings of the field service engineer.